Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 19, 2021.

Manufacturer narrative:
This report is submitted on october 15, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to receiver/stimulator exposed through the skin. There are no plans to reimplant the patient with another cochlear device as of the date of this report.